Manufacturer narrative:
Lens was returned in liquid in a lens vial. Visual inspection found the lens returned torn in half. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +16.0 diopter, intraocular lens tore while loading into a nanopoint injector. There was no patient contact. A backup lens was implanted , cause of event is unknown.